Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer's blood glucose (bg) was 400 mg/dl. Multiple follow up attempts were made by tandem technical support to obtain additional information; however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.